Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device investigation conclusion code was selected based on the reported issues which were covered by the instructions for use and can be concluded that expected or well-understood factors most probably contributed to the event. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple lead fracture. The boston scientific technical services consultant confirmed that the involved device was not a magnetic resonance imaging conditional. The patient was scheduled for revision. As of this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple lead fracture. The boston scientific technical services consultant confirmed that the involved device was not a magnetic resonance imaging conditional. The patient was scheduled for revision. As of this time, this rv lead remains in service. No adverse patient effects were reported.